Event description:
Bleep eclipse magnetic mask placed a filter/sound muffler/velcro piece over the exhalation valves of this device. Day 2 of use this velcro piece filled with moisture which occluded the exhalation ports creating an environment that had me rebreathing my exhaled air and rebreathe concentrated carbon dioxide. Glad I realized what was going on when I did. Took me a bit to recover from such an elevated co2 level.